Event description:
Caller states the advantage meter produced results of 980 mg/dl, 840 mg/dl, 760 mg/dl, and 776 mg/dl. No action taken on device results. No adverse event reported. Numeric reading range of device is 10mg/dl to 600mg/dl. Requested return of suspect system and replacement was sent.